Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted to the hospital for fluid overload/shortness of breath/confusion. The patients lactate dehydrogenase levels were stable in normal range of 300s. The patients blood urea nitrogen and creatinine levels were elevated. Blood pressure was stable with a mean arterial pressure in the 70s. He had a history of familial transthyretin amyloidosis. A right heart catherization was completed on (B)(6) 2021 which showed elevated right sided filling pressures and high normal left filling pressure. A few low flow alarms were noted in the morning. Log file analysis captured a single low flow event that was not sustained for long enough (at least 10 seconds) to activate the audible alarm. In addition, there were several pi events noted throughout the event history. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed a single low flow fault; however, a specific cause for the fault could not conclusively be established through this investigation. A direct correlation between (B)(6) and the reported events could not conclusively be determined. The controller event log file contained a single low flow fault on (B)(6) 2021 11:59:37 when the flow dropped to 2.4 lpm, below the low flow threshold of 2.5 lpm. The pump operated above the low speed limit for the duration of the log file and appeared to function as intended. The controller periodic and lvad event and periodic log files contained no alarms and captured the device operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU contains information regarding what triggers the low flow alarm. Estimated low flow is a calculated value that is estimated based on power. Pump power is a direct measurement of motor voltage and current; changes in pump speed, flow, or physiological demand can affect pump power. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. The current heartmate 3 lvas IFU contains a section on ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 1 of this IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document cautions the user that right heart failure can occur following implantation of the pump and outlines the associated treatment options, including rvad placement. The heartmate 3 patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information revealed that the device operated as intended and did not contribute to the reported right heart failure. The cause of the low flow alarms was not identified. The patient was diagnosed with transthyretin amyloidosis from a tissue sample collected during lvad implantation. The cause for the exacerbation of the patient¿s condition was unknown.